Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 512 mg/dl. Customer had blood glucose level 124 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 124 mg/dl. Customer was not using auto mode. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.